Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the inside of the display screen is cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/17/2013)-device evaluation: the products have been returned and evaluated by lifescan product analysis with the following findings: the products have been returned to lifescan in a condition that made analysis impossible because the meter was ran over by the car. The meter was found to have a broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.